Manufacturer narrative:
Several attempts have been made to obtain additional details of the reported event, but no additional information has been received. Lot numbers aren't available, and the product was not returned for investigation. Based upon the information as presented, it is unknown whether the issue as described is related to the device, patient medical history, or surgical technique. Mesh erosion/extrusion is a known risk with the use of all mesh procedures and may be due to device malfunction, surgical procedure, or patient medical history.

Event description:
Erosion with desara tv product, cal-ds01btv.